Manufacturer narrative:
The investigation into the impella rp has been completed. The impella pump was returned for investigation. Product review reveals broken lemo connector pins. No biomaterial or abnormalities were found on the pump, although the pump appeared to have been cleaned prior to return. The data logs reveal a sudden motor current spike and then a high motor current pump stop without any electrical alarms. There are no motor current abnormalities prior to this. The cause of the pump stop was a bearing retainer wear. The cause of positioning issue was not determined as the clinical account does not dictate what caused the pump to move into the right ventricle. The cause hemolysis was patient condition related as the addition of blood volume resolved the hemolysis. D.4 expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with cardiomyopathy was on an impella rp for mechanical circulatory support. It was reported that the pump had stopped during treatment. It was noted that the staff believed the pump may have been misplaced inside the right ventricle before the pump stop occurred. It was also noted that the patient received support from the device for 32 days which is beyond the expected life of the device. Additionally, a literature review reported signs of hemolysis on the 15 day of support which resolved with blood volume. It also mentions the pump was displaced into the right ventricle, leading to explant. Once care was withdrawn the patient expired. The relationship between the impella and cause of death is unknown.

Event description:
Additional information has been received that information about care withdrawn/patient expired were incorrect. The patient has been successfully weaned and survived the incident.

Manufacturer narrative:
Literature citation: gómez, m. G., uribarri, a., calvar, j. A. S. R., & stepanenko, a. (2021). Clinical use of percutaneous mechanical circulatory assistance in a patient with end-stage right-sided heart failure and massive tricuspid insufficiency due to congenital heart disease: first-in-the-world case report. European heart journal - case reports, 5(8). Https://doi.org/10.1093/ehjcr/ytab269 a.2 revised age as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23944. B.2 updated due to new information received since initial manufacturer device report number 1220648-2024-23944 was submitted. B.5 updated with clarifying information received since initial manufacturer device report number 1220648-2024-23944. D.4 revised expiration date and unique identifier (UDI) as they were inadvertently omitted on initial manufacturer device report number 1220648-2024-23944. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-23944 as it was previously entered incorrectly. G.2 added selection as it was inadvertently omitted on initial manufacturer device report number 1220648-2024-23944. H.1 revised type of report due to new information received since initial manufacturer device report number 1220648-2024-23944 was submitted. H.3 revised as evaluation summary was inadvertently omitted on initial manufacturer device report number 1220648-2024-23944. H.6 due to new information received, health effect - impact code 1802 should not have been reported the initial manufacturer device report number 1220648-2024-23944. H.10 added literature citation as it was missing from the initial manufacturer device report number 1220648-2024-23944. Attachments added literature report as it was missing from the initial manufacturer device report number 1220648-2024-23944.